Event description:
The customer reported to a baxter representative a condition of one interlink extension set that was alleged to be "leaking around the stopcock". The set was reported to have been "utilized with high pressure" and "set to a higher infusion rate". The alleged leak was reported to have occurred during priming. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned and the condition was confirmed. A visual evaluation found a crack in the stopcock. The sample was then put through a functional test, however a leak was found in the stopcock. However, no root cause could be determined. No lot number was provided, so no batch review could be performed.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.